Event description:
It was reported that the insulin pump alarmed failed battery test and alarmed low battery within 1 to 2 weeks since the last battery replacement. The customer's father did not know the blood glucose reading. Upon troubleshooting, the insulin pump alarmed failed battery test again and the caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. The insulin pump was unable to verify low battery anomaly or perform displacement test due to failed battery test alarms. The insulin pump was received with cracked case at reservoir tube lip and minor scratches on lcd window.